Event description:
It was reported that a one-link catheter extension set under infused. This occurred in the emergency room department. According to the report, slow flow occurred and due to the slow flow, during the blood draw, this would cause the sample to become hemolyzed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.